Event description:
There is a small pin-sized hole on the middle left corner (marked on the bag with a black marker) of the exactmix container. Dates of use: (B)(6)2017. Is the product compounded: no. Is the product over-the-counter: no.